Event description:
It was reported that the customer is experiencing high blood glucose levels (greater than 300 mg/dl for the past few weeks. The pump appeared to be functioning as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.